Event description:
International affiliate reports the patient had a two level tlif procedure, l5 and s1. At some time following this procedure, the concord bullet at s1 slipped backward into the spinal canal. Revision surgery was performed. No additional information is available at this time.

Manufacturer narrative:
Depuy spine has requested returned of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned cage found the device was undamaged and met dimensional inspection requirements. Review of the device history record found no discrepancies. Complaint trend analysis found no other complaints have been reported for this production lot. No conclusions can be made at this time. However, post operative migration is an inherent risk of this surgery.